Manufacturer narrative:
Two samples were sent for investigation. The returned samples were tested both by the roche anti-hcv method and the innolia hcv score method. The roche anti-hcv result was positive and the innolia result was negative. The investigation determined that the sample results were considered to be false positives, single false positives can occur. Per product labeling: "false positive results due to non-specific reactivity cannot be ruled out with the elecsys anti-hcv ii assay." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable antibody to hepatitis c virus (anti-hcv) results, for 2 samples from 1 patient, on the cobas 6000 e 601 module serial number (B)(4). The customer obtained two false-positive results, with two different samples on the same patient, and confirmed these results with a pcr analyzer as they were negative. In addition, the samples were confirmed negative on a liaison xl / diasorin. Sample 1: the cobas result was 10.51 index (positive) and on (B)(6) 2020 the liaison xl / diasorin result was <0.85 (no units of measure was provided) (negative). The pcr result was negative, but no numeric results were provided. Sample 2: on (B)(6) 2020, the cobas result was 10.40 index (positive) and on (B)(6) 2020, the liaison xl / diasorin result was <0.85 (no units of measure was provided) (negative). The pcr result was negative, but no numeric results were provided. The questionable results were not reported outside the laboratory.